Manufacturer narrative:
Aqure was working according to specification. The connected device (lumiradx) was not configured according to instructions which states that the third-party-device(lumiradx) must be configured to use dot(.) As decimal symbol.. The connected device was configured to use comma(,) as decimal symbol.

Manufacturer narrative:
Radiometer medical aps has received confirmation that the issue was discovered by a lumiradx representative and the customer in a test setup, not in a clinical situation. The risk has been re-assessed in and the complaint is no longer considered reportable.

Event description:
According to the complaint, the customer is facing an issue on aqure (version 2.6.1) when receiving parameter crp from lumiradx(third-party-device). When lumiradx sends <5,0 to aqure, the aqure system shows 50 mg/l. Another example shows a measurement of 33,4 mg/l where aqure shows 334 mg/l.